Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance measurements of 2800 ohms. In addition, the right atrial (ra) lead trend shows a gradual increase in impedance. The rv and ra leads currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: p1501dr implantable pulse generator (ipg) implanted: 2005 (B)(6). (B)(4).